Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. The catheter of the device was carefully inspected and no damages were found. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device, such as the manner in which the device was handled, the technique used by the physician during the procedure, and/or the interaction between the scope and device, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) with dilatation procedure performed in the common bile duct (cbd) on (B)(6) 2020. According to the complainant, during the procedure, while inflating, a leak was noticed on the proximal edge of the balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.